Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 implantable pacing lead 2008-(B)(6), 419478 implantable pacing lead 2008-(B)(6). (B)(4).

Event description:
It was reported that during a routine device changeout the replacement cardiac resynchronization therapy - defibrillator (crt-d) had a loose setscrew. The device was implanted and remains in use. No patient complications have been reported as a result of this event.